Event description:
It was reported that the patient had a bad fall on (B)(6) 2014. Ever since the fall, the patient¿s stimulation would randomly turn off. When the patient would lay down they would feel the stimulation in their legs but if they got up they would feel like they were sick. The patient¿s battery needed to be charged. A manufacturer representative checked the battery on (B)(6) and noted that the battery seemed to be working normally. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received via the patient's attorney reported the patient intends to bring a claim against the manufacturer for breach of warranty regarding their spinal cord stimulator.

Manufacturer narrative:
Please refer to manufacturer's report# 3004209178-2014-20490 for information regarding breach of warranty for the ins s/n (B)(4). Information previously reported in follow up report #1 and any additional information received regarding the breach of warranty claim will be reported in 3004209178-2014-20490. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).